Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment for a 52 mm in diameter abdominal aortic aneurysm. The proximal neck was 22 mm in diameter and 46 mm in length. The left common iliac artery was 24 mm in diameter and the right common iliac artery was 17 mm in diameter. The right and left external iliac arteries measured 8 mm in diameter. The proximal aortic neck had severe curvature. The infra renal was about 80 degree and the supra renal was about 75 degree. It was reported that during the index procedure the top of the bifurcated device was planned to be positioned at the lower renal artery. However, the delivery system straightened out the aortic neck which resulted in unclear curvature site and the device was inaccurately deployed distally. A type IV blush endoleak was confirmed at the end of the procedure. One week after the initial procedure, during the patient¿s follow up CT scan, a proximal type I endoleak was observed and the type IV endoleak had resolved. The physician plans to put an aortic cuff on an unknown date. No clinical sequelae were reported and the patient is fine.

Event description:
Film review analysis: cta's five days post-implant show that the bifurcate was positioned approximately 4cm below the renals within the angulated neck. There was calcification seen along the short proximal seal zone. The suprarenal stents are angulated approx 80deg (r-l) to the limbs. The proximal stent graft od is approx 24mm. The ipsi limb was implanted into the left common iliac. The contra limb was placed into the right common iliac. The aaa max diameter was 5cm and lined with calcification. A proximal type I endoleak was visible; likely caused by the short, angulated, and calcified proximal neck. Images during implant were not provided, and the cause of the reported inaccurate delivery could not be determined; the highly angulated proximal neck may have contributed.

Event description:
Additional information was received. It was reported that the patient had a secondary intervention at a different hospital. The physician implanted four cuffs from a different manufacturer resolving the proximal type I endoleak. A type ii endoleak was confirmed from right lumbar artery but was left uncorrected. The patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (inaccurate delivery, endoleak); patient's condition affected effectiveness of device (anatomy related; low placement due to severely angulated neck); unapproved use of device (aortic neck greater than 60 degree). Conclusion: known inherent risk of a procedure (inaccurate delivery, endoleak); off ¿label, unapproved or contraindicated use (aortic neck greater than 60 degree); device failure/lack of effectiveness related to patient condition (anatomy related; low placement due to severely angulated neck).

Manufacturer narrative:
Method: film.